Event description:
It was reported that the stenoscope locked up and required reboot to complete case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.